Event description:
A medwatch form 3500a uf importer report# (B)(4) was received (B)(6), 2011. Event description: the physician was using a padgett dermatome and the tissue penetration was deeper than intended or necessary for skin graft. The physician closed the area with sub-q-suture. A second area had to be used to obtain a split skin thickness graft. Note: model# on medwatch form is not a dermatome.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.